Event description:
On (B)(4) 2011 a vns implanting surgeon reported that after the patient's prophylactic battery replacement surgery that day, high impedance was detected during post-operation. The patient went back in for surgery that day and the surgeon noticed that the high impedance was caused by the lead pin not being fully inserted into the header of the generator. He re-inserted the pin and diagnostics were within normal limits. The surgeon also reported that when he removed the patient's generator during the first surgery, he noticed a lot of scar tissue around the generator that he removed. The nurse who had performed the system diagnostics during post-operation, reported that the patient was very combative during post-operation and they think that her moving around so much was what had caused the pin to become un-inserted.